Event description:
A hospital in the (B)(6) reported that the connector pins were bent in the inspiratory tube of an rt235 infant breathing circuit. This was discovered before use and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. A visual inspection revealed that one of the heater wire pins was bent. This bend prevents the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).